Event description:
Senseonics was made aware of an incident where user reported undergoing emergency surgery on (B)(6) 2026, due to a diagnosis of necrofasin but was feeling better at the time of the call. The event was unrelated to diabetes or glucose measurements. According to dms, the user has not been using the system since (B)(6) 2026, at 1:59 am.

Manufacturer narrative:
The user reported undergoing emergency surgery on (B)(6) 2026, due to a diagnosis of necrofasin but was feeling better at the time of the call. The event was unrelated to diabetes or glucose measurements. According to dms, the user has not been using the system since (B)(6) 2026, at 1:59 am.